Event description:
It was reported that a spectrum iq pump had an issue where an upstream occlusion without an alarm occurred during fentanyl therapy. There was a complete occlusion and the patient was subsequently without fentanyl for several hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly detect an upstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.